Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and migration occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left main to proximal left anterior descending artery. Following pre-dilatation, a 3.50 x 12 synergy drug-eluting stent was implanted in the lesion. After post-dilatation with a non-compliant balloon catheter, it was noted that the stent was caught and migrated in the vessel. An additional long stent was deployed in an overlapping manner to complete the procedure. No patient serious injury or adverse event was reported and the patient's status was stable.